Event description:
Additional information was received from the device manufacturer representative indicated that the catheter was disposed of.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2021 product type: catheter other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 10-mar-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving baclofen (unknown) (500 mcg/ml at 125 mcg/day) via an implantable pump for intractable spasticity. It was reported that about a week ago this patient fell and lost the therapy she was getting from baclofen so she "ended up going to the ER over the weekend" and this prompted a catheter dye study on (B)(6) 2021. The dye study indicated that the catheter came completely out and the catheter was coiled in the spinal incision. They ended up doing a catheter revision and the rep registered the new 8780 catheter, lot # hg438sg03. It was noted, as the hcp opened the patient up he noticed that there was a possible seroma beginning at the spinal incision, however the hcp stated it could also be cerebrospinal fluid (csf) pooling from the dislodgement of the catheter. Patient weight, asked unknown. Additional information was received on 2021-may-07 from the hcp via the rep indicated that a week post-op from implant this patient needed a bloodpatch because she had a csf leak.